Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Toothbrush head broke off into mouth [device breakage]. No adverse event [no adverse event]. Case description: a consumer, age and gender unspecified, reported via e-mail on (B)(6) 2016 that while brushing his or her teeth "the other morning" with an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown broke off into his or her mouth. No symptoms developed.